Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 235cc mentor memorygel xtra breast implant had a protrusion of silicone gel intra-operatively. There was no report of significant operation delay, adverse event, or patient consequence. A 260cc mentor memorygel xtra breast implant (catalog: shpx260 lot: 9597765 sn: (B)(4) was implanted instead.

Manufacturer narrative:
On november 29, 2022, the mentor failure analysis lab received the device for evaluation. On december 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 235cc returned device. Leak testing was performed, in accordance with mentor procedures, and two (2) tears on the anterior view were detected during the analysis, measuring 0.2 cm in both tears. A microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.